Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, inflammatory response, cancer. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received and box h11 should be reported as :the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, inflammatory response, cancer. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation manufacturer observed dust-like contamination at the air inlet, air outlet port, on the pca, in the blower box and throughout the inside enclosure, inside humidifier enclosure, on and under the heater plate, and on the dry box. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Tan dust-like contamination at the air inlet. Light dust-like contamination is spread out on the top of the pca (printed circuit assembly). Light dust-like contamination on top of the blower box and throughout the bottom of the enclosure, on top of the blower motor, in the bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. Flip lid seal had unknown dark contamination on it. Unknown light white and tan dust-like contamination, throughout humidifier enclosure, on and under the heater plate. Unknown light white dust-like contamination on the dry box seals and have yellowed. Unknown light dust-like contamination inside water tank. Unknown tan dust-like contamination in the iso port (international organization of standardization.). Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination the device and are consistent with being from an external source.